Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was not returned by the customer after multiple attempts to retrieve the device therefore, device is not available for a physical evaluation. This complaint is not confirmed. A possible root cause for the reported failure could not be determined. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
A standard adjustable rigidloop is used to reconstruct the anterior cruciate ligament, the semitendinosus graft had a diameter of 10 mm, the femoral tunnel was performed with a 10 mm drill bit to a depth of 25 mm. Then a drill of 4.5 mm rigidloop device was passed until to the second cortex (15 mm remaining); the strands of the rigidloop are passed to raise the implant, the specialist pulls until the plate is fixed in the lateral cortex without any inconvenience, at the moment of pulling the white thread to adjust the loop measurement, this same white thread is ruptured after traction, without adjusting the graft inside the femoral tunnel. The specialist got upset that the product was defective, that it had to be sent to the manufacturer for review, because it should not rupture with the traction he did to get the implant up. The event, the surgeon requested another rigiloop product fixed characteristic: 25 mm. Procedure: reconstruct the anterior cruciate ligament. The surgery time extended 10 minutes due the event. Additional information received 08-24-2018: the surgeon pulling on the suture with hands. The threads are pulled to remove the rigidloop plate and make a small incision to remove it.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) - incomplete. The device expiration date is currently unavailable.

Event description:
A standard adjustable rigidloop is used to reconstruct the anterior cruciate ligament, the semitendinosus graft had a diameter of 10 mm, the femoral tunnel was performed with a 10 mm drill bit to a depth of 25 mm. Then a drill of 4.5mm rigidloop device was passed until to the second cortex (15 mm remaining); the strands of the rigidloop are passed to raise the implant, the specialist pulls until the plate is fixed in the lateral cortex without any inconvenience, at the moment of pulling the white thread to adjust the loop measurement, this same white thread is ruptured after traction, without adjusting the graft inside the femoral tunnel. The specialist got upset that the product was defective, that it had to be sent to the manufacturer for review, because it should not rupture with the traction he did to get the implant up. The event, the surgeon requested another rigiloop product fixed characteristic: 25 mm. Procedure: reconstruct the anterior cruciate ligament. The surgery time extended 10minutes due the event.